Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the IFU and is placed inside of the operation theatre during use with the fan of the device positioned away from the patient and the fan of the device faceing away from patient, towards vent in operation theatre. The estimated distance between the surgery field and the device is around three meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that five heater-cooler systems 3t were found to be contaminated with nontuberculous mycobacterium. The final sequencing of the species is pending. There is no known patient involvement.